Manufacturer narrative:
The power inlet showed signs of abuse. The plastic edge at the top of the inlet was broken. It appears that the power cord was unplugged from the inlet by pulling the cord perpendicular to the inlet.

Event description:
The neutral and ground prongs fell out of the power inlet where the power cord plugs into the table.